Manufacturer narrative:
Manufacturer dates for all devices: unknown.

Event description:
Indication for procedure: chronic total occlusion of the sfa. Procedure: md treated a cto of the sfa in a patient successfully with a 2.3 turboelite on (B) (6) 2010. Three day later ((B) (6) 2010) the spnc representative was notified that the patient suffered a post-operative cerebral hemorrhage and unfortunately expired. The md stated, he does not believe the spnc device was related to the patient's post-operative cranial bleed. There were no reported malfunctions of the spnc device during the (B) (6) 2010 case. The device was not retained for return analysis; the serial # of the te 2.3 is unknown. An ongoing investigation is being conducted to obtain further information regarding the details surrounding the patient's death.